Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump kept suspending and was receiving a no delivery alarm during the manual prime sequence. The customer was unable to troubleshoot the issue at the time of the call. The customer stated that the issue was resolved with a complete infusion set change. The customer would like to send the sets back for analysis.